Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the screen went blank on the avea ventilator, stopped cycling, and only had an audible alarm. The customer stated the unit was on a patient while in use; the customer removed the patient from the ventilator and placed them on to another ventilator with no harm or injury to the patient associated with this event.